Manufacturer narrative:
The disposable femoral trial fractured when the knee was brought into flexion during surgery. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The disposable femoral trial fractured when the knee was brought into flexion during trial-ing in surgery. The surgery was completed successfully.